Event description:
It was reported that the patient was having difficulty maintaining a charge on the implantable pulse generator (ipg). The patient underwent ipg replacement procedure and was recovering well postoperatively. The explanted device will not be returned per hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 6 months ago from date manufacturer was made aware.